Manufacturer narrative:
The pump passed the self test. Test p-cap locks properly into the reservoir compartment. No absence of alarm was noted during testing. Successfully downloaded pump history files and traces using thump software and carelink software. Successfully generate carelink reports. No unexpected alerts, unexpected alarms, or anomalies noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Absence of alarm was not confirmed during testing. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the screen was scratched and cracked, and g3 sensors were not lasting more than 5 days without warning. The pump no longer gave alert warnings that sensors were dying, only when they were dead. The customer reported no adverse event. The event involved product(s) mmt-7020la and mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7020la and mmt-1880.